Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted. The customer reported to baxter canada of a one-link needle-free IV connector where the flow was poor and restricted after the one-link was connected to an IV set. The event occurred during infusion in the operation room. The customer advised that there was no patient injury or medical intervention however noted that the patient was bleeding heavily and time was of the essence to commence the anesthetic and ensure there was a patent, efficient IV, not spending valuable minutes fiddling with the IV and troubleshooting why it would not flow. The rn tried flushing the onelink to fix the problem. It was stated that the staff made sure the onelink was connected properly. When the onelink was removed there was no problem with restricted flow. The customer advised that it is unknown if there was an underinfusion when using the one-link on the pump. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) of a one-link needle-free IV connector where the flow was poor and restricted after the one-link was connected to an IV set. The event occurred during infusion in the operation room. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. The rn tried flushing the onelink to fix the problem. It was stated that the staff made sure the onelink was connected properly. When the onelink was removed there was no problem with restricted flow. No additional information is available at this time.